Manufacturer narrative:
Product event summary: driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed multiple breaks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Based on the investigation conducted the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. An internal investigation has been opened to evaluate the driveline sheath issues and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient mentioned that cracking was present in driveline cable's outer sheath. This was the first occurrence for the patient. The site coordinator scheduled for manufacturer representative to come perform a driveline sheath repair at patient's earliest convenience on (B)(6) 2017. The patient denied any alarms associated with cracking. On-site inspection revealed approximately two centimeters (cm) of outer sheath missing in two locations about half way down the driveline cable and about two cm of sheath missing adjacent to strain relief. Inner silicone lumen and wires were intact. No alarms per interrogation. A photo of the reported damage appears to confirm the event. A driveline sheath repair was performed on an outpatient basis with no reported patient consequence or pump stoppage. The driveline cover was easily able to slide over the repaired area with no issues. The patient was instructed on maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair. Controller log files are not available. No further information has been provided.